Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Additionally, it was reported that the basal iq feature would "turn on and off" at random times. Customer declined to upload the pump to t:connect for further investigation and declined to provide further information to tandem technical support regarding this issue. Customer's blood glucose ranged from 144 mg/dl to 180 mg/dl.